Manufacturer narrative:
Unique identifier (UDI) number added. Correction to the PMA / 510k #. Correction to evaluation codes method, result and conclusion. Device evaluation summary: the repair will be completed at a non-medtronic location. The customer replaced the single board computer (sbc) board and sent the faulty component for failure analysis to medtronic. The sbc board was placed in a ht70 test ventilator and was powered up. The log files were exported and the event history log file was reviewed. There were many "high pressure" alarms recorded; however, no system error was logged in the event history. While set on customer settings, the ventilator was allowed to ventilate for approximately 1 day. Throughout the duration of ventilation, the device did not issue a system error. No fault was found with the subassembly. The reported symptom could not be duplicated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use, the ht70 ventilator system error alarm was displayed and generated continuous alarm. After 5 mins, the patient¿s spo2 value declined to 80 % - 85%. The ventilation seemed to be stopped. The patient was removed from the ventilator and placed on an alternate ventilator.